Event description:
It was reported that the handpiece caused an error 3 at start of case. The error could not be cleared, and a second handpiece was used to complete case with no patient consequence. The problems was confirmed during troubleshooting after the case, using a test tip.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with the nose cone cracked. It was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Due to this condition, it may lead for an error code 3 to occur. Complaint information is trended on a regular basis to determine if further investigation is warranted, the batch history records were reviewed with no anomalies noted during the manufacturing process.